Manufacturer narrative:
Tech explained how to clean the drive and faxed instructions. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the hilow was drifting on the bed.